Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the even occur (pre-op/intra-op/post-op)? Intra. Was there any patient consequence? Needle was removed and wound was closed. If so, which (additional hospitalization, revision surgery, >1hour of additional surgery, blood transfusion,¿..)? No patient consequences. What action was taken to resolve the issue? Needle was removed and wound was closed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What tissue was being sutured when the event occurred? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What instruments were used to grasp the needle? Where was the needle grasped during use? Were there any unexpected outcomes or complications as a result of this event? Was the patient treatment altered in anyway due to this event? If yes, please explain. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an open aaa procedure on (B)(6) 2023 and suture was used. During suturing the anastomosis 2nd line, the needle came off thread while suturing skin, during inserting needle into wound opening. Wound reopened and removed needle by pressing movements with tweezers and needle holder. The wound was then closed by gynecologist ¿lege artis¿. Additional information was requested.